Manufacturer narrative:
The investigation of removal issues and limb ischemia has been completed. The impella device was not returned for evaluation. Clinical mentions that after pump removal, the perclose broke and a vascular surgeon was consulted for fasciotomy and closing of the access site. Therefore, the root cause of the vascular damage - peripheral vessel issue was most likely use related to improper technique. To determine the true root cause of limb ischemia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a patient with acute decompensated heart failure was implanted with an impella cp for additional support and a left heart catheterization was performed. It was reported that the medical staff was unable to locate doppler pulse in the left upper extremity and both upper extremities were dusky. It was reported that both lower extremities were mottled, and the soles of the patient¿s feet were purple. Vascular surgeons were consulted claiming detection of left axillary signal. However, the findings could not be confirmed. The pump was explanted. Upon explanting, the physician used a perclose and a new 14fr sheath. The perclose broke and the 14 fr sheath was left in place. Vascular surgery was consulted for closer and a fasciotomy was performed on the patient. There was no reported harm to patient and the patient survived the event.